Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating that there was a speaker malfunction error and no sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed stated they were performing preventative maintenance on this unit and found it had a constant "speaker malfunction" error message and was making any sound. The biomed needed to get the part number and official quote for a replacement loudspeaker and main board. The rse provided the part number for a replacement loudspeaker and main board so they could place an order for the parts. This case was then closed. Based on the information available and the testing conducted, the cause of the reported problem was a device component failure. The reported problem was confirmed. The customer was provided information on ordering replacement components to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.